Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. 510k:unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a medial opening wedge high tibial osteotomy for the knee osteoarthritis was performed with tomofix plate. About three months after the surgery, the tomofix tibial head plate was found to be broken. After several months since the breakage, the patient feels no pain. The hospital plans to remove the implant, preferably (B)(6) 2019 if union proceeds properly. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1). This complaint involves two (2) devices. This report is for one (1) tomofixtibheadpl anatom med prox r he 4h. This report is 1 of 2 for (B)(4).

Event description:
It was noted bone union was not achieved in july. The breakage of the plate was found when patient visited the doctor on (B)(6) 2018. On (B)(6) 2018, the hospital noticed the proximal bone fragment was dislocated along with the plate. In october 2018, the fibula subcapital fracture occurred. Currently, bone union of the fibula is achieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 440.838s, lot l543847: manufacturing site: raron. Release to warehouse date: 14september2017. Expiry date: 01september2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. This implant was manufactured from a forging blank manufactured at raron. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.